Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The customer advised physio-control that they do not wish to repair the device and has scrapped the device. The cause of the reported failure could not be determined.

Event description:
It was reported that the customer's device would not complete a boot up cycle. This was observed during an unrelated update by a physio-control field service representative. There was no patient use associated.